Event description:
It was reported that an end user developed a skin reaction to the hollister adapt ostomy barrier ring shortly after she started using it after stoma surgery. She reported she was hospitalized for the reaction and given steroids. She stated that once she was discharged and stopped the steroids, she started to develop the skin reaction again while she continued to use the hollister adapt ostomy barrier ring. She reported that she saw a dermatologist who placed her on dupixent injections, which did not help her skin reaction. She also reported that she has tried other ostomy appliance manufacturer's products which also caused skin reactions.

Manufacturer narrative:
Trend analysis conducted and no adverse trends observed. Lot number not provided so device history records could not be reviewed. Sample not returned so sample evaluation not possible. End user has a history of reactions to other medical products and contrast media. Root cause of reported reaction to the ostomy barrier ring could not be determined.